Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2006, product ID: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high undefined impedance on the right ventricular (rv) lead. There was also noise and non-physiologic signals present on the rv electrocardiogram (egm). The lead was explanted and replaced. No patient complications have been reported as a result of this event.